Event description:
During review of a published endovascular study, ("endovascular treatment of asymptomatic popliteal aneurysms: 8-yr concurrent comparison with open repair," journal of cardiovascular surgery 2007, vol 48, number 3, 275-9) a gore viabahn endoprosthesis was used to seal a popliteal aneurysm. The graft was reportedly oversized by about 20%, which resulted an invagination of the device. This was successfully treated with intraoperative percutaneous transluminal angioplasty and add'l placement of another endograft. Seventy-two hrs post implant, the endograft occluded and a open surgical repair was performed. Journal of cardiovascular surgery 2007, vol 48, number 3, 275-9. Author - m. Antonello, m.d. Univ of padua school of medicine, via giustiniani 2, padua, italy.

Manufacturer narrative:
Device remained implanted. No info related to the device is available at this time. Therefore, no evaluation could be performed.